Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on posterior side assessed as fold flaw opening. ¿ use error: no observed. Additional observations: ¿ yellow particles observed the inside of the device. ¿ observed wear abrasion on the device. ¿ observed creases on the device.

Event description:
Healthcare professional reported left side deflation. Later, healthcare professional reported left side "cut for removal." Device explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.